Event description:
Patient was implanted with trochanteric fixation nail construct on an unspecified date. Reportedly the patient fell and consequently the patient sustained a new fracture near the knee. Patient was returned to the operating room on (B)(6) 2013 for revision surgery. The surgeon removed all hardware. The patient was revised with a lateral entry long recon nail to cover the old injury and repair the new fracture. Reportedly all hardware was intact. This is 2 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.